Event description:
It was reported that stimulation was intermittent. When the patient first got the device, the patient had intermittent stimulation and shocks when they went through security devices. It was also noted some security devices would turn the implantable neurostimulator (ins) off and patient would get severe diarrhea and barely make it out of the store. Refer to manufacturer report # 3004209178-2012-11830 for report on patient with multiple devices.

Manufacturer narrative:
Product ID 3093-28, lot # v952169, implanted: (B)(6) 2012, product type lead; product ID 3093-28, lot # v952169, implanted: (B)(6) 2012, product type lead. (B)(4).